Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient stopped charging her ipg due to ineffective stimulation. As such, the system was explanted to address the issues. It is unknown which lead resulted in ineffective stimulation.

Manufacturer narrative:
Date of the event is estimated.